Event description:
Three pt samples with discrepant hcg results. Initial results for pts 1 & 2 occurred in 2007; repeats occurred the following month. Initial and repeat results for pt 3 occurred the next day. Pt 1: initial result gave 7934 miu/ml; repeat gave 7514 miu/ml. Sample was repeated with dilution, resulting at 32130 miu/ml. Erroneous results were reported. Pts not adversely effected. The field svc rep determined the cause to be an electronic failure of the pmt, and replaced the pmt assembly. Performance tests were performed which were within specifications.

Event description:
Three pt samples with discrepant hcg results. Initial results for pts 1 & 2 occurred in 2007; repeats occurred the following month. Initial and repeat results for pt 3 occurred the next day. Pt 3: initial result gave 7514 miu/ml; sample was repeated with dilution resulting at 38120 miu/ml. Erroneous results were reported. Pts not adversely effected. The field svc rep determined the cause to be an electronic failure of the pmt, and replaced the pmt assembly. Performance tests were performed which were within specifications.

Event description:
Three pt samples with discrepant hcg results. Initial results for pts 1 & 2 occurred in 2007; repeats occurred the following month. Initial and repeat results for pt 3 occurred the next day. Pt 2: initial result gave 7934 miu/ml; repeat gave 7514 miu/ml. Sample was repeated with dilution, resulting at 40290 miu/ml. Erroneous results were reported. Pts not adversely effected.. The field svc rep determined the cause to be an electronic failure of the pmt, and replaced the pmt assembly. Performance tests were performed which were within specifications.